Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.